Manufacturer narrative:
If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the patient's eye, there seemed to be a scratch in the lens. The scratch was close to the edge and not in the optical axis. The doctor tried to remove it like it were some material attached to lens optic, but they were unsuccessful. The doctor tried both anterior and posterior sides. The lens remains implanted. No patient injury reported. No further information is available.

Manufacturer narrative:
Visual inspection was not performed as complaint device was not returned for analysis. A review of the manufacturing records could not be performed since serial number was not reported. A review of the directions for use was conducted. The direction for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. In the absence of the device return and device serial number, the reported complaint cannot be confirmed.   Based on the investigation, there is no indication of a product quality deficiency. No corrective action will be taken; ongoing trending will continue to be monitored. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The preloaded insertion system injector is no longer available for investigation as it was disposed of by the account. Surgeon stated there are no visual problems or needs of any kind for more actions in this case and according to the surgeon, this case is closed. All pertinent information available to abbott medical optics has been submitted.